Event description:
Difficulties during surgery. Intra articular position of most lateral screw. During insertion of the screw, the screw didn't have grip in the screw hole, after reinsertion the screw toggled in the screw hole as well as in the bone and couldn't be removed anymore. Now osteolysis appears.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.